Manufacturer narrative:
Most recently, the boston scientific technical services consultant clarified that the fault code exhibited regarded a programmer screen error that occurs when "show last episode" is selected too quickly after an episode has been completed. This is a known issue that apparently only occurs with defibrillation thresholds (dfts) testing at implant. There is therefore, no evidence of a shorted condition. All products remain actively in service.

Event description:
--

Manufacturer narrative:
Most recently, the boston scientific technical services consultant clarified that the fault code exhibited regarded a programmer screen error that occurs when "show last episode" is selected too quickly after an episode has been completed. This is a known issue that apparently only occurs with defibrillation thresholds (dfts) testing at implant. There is therefore, no evidence of a shorted condition. All products remain actively in service.

Manufacturer narrative:
The investigation remains open at this time. As new information becomes available, this report will be further evaluated and udpated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead did exhibit a fault code after the shock on t induction and conversion that may be representative on a shorted shock condition. The boston scientific local area sales representative was contacted for more information, but none is available to date.